Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the x2 dropped on staff and patient. There was no report of any adverse patient or user impact resulting from the reported problem.